Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ins overdischarge was suspected. The last successful recharging session was 1 to 2 months ago. It was noted that the patient had a weeklong stay in the hospital about 2 weeks ago for reasons unrelated to his pain stimulation therapy and the last time he successfully recharged was about a month ago. The patient was able to get 62/64 using the antenna locate feature but could not successfully start a recharge session. It was noted that the patient had lost about 100 pounds and had noticed changes to his ins pocket site starting "quite a few months" ago. The patient felt like there was "pressure" on his ins and "like his body was pushing it out." The patient spoke with his hcp who stated ¿that happens when you have foreign objects in your body", and attributed it to "the patient¿s body being a different shape and feeling different". The patient also reported that the ins seemed to have "shifted" from the incision site towards his belly. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported there was a communication problem with the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).